Event description:
It was reported that the patient visited the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels decreased to 1.8 mmol/l (32.4 mg/dl). The doctor removed the pod and had a temp basal for -100% for 2-3 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.